Event description:
It was further reported that 15 days post procedure a CABG was performed. There was no problem with the patient condition.

Event description:
It was further reported that 15 days post procedure a CABG was performed. There was no problem with the patient condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: visual inspection revealed that the wire was fractured. Part of the distal end of the spring tip is missing and was not received for analysis. The piece of spring tip still attached is elongated approximately 2mm in length. The length of the distal fracture site measures approximately 129.7cm. The length of the proximal fracture site measures approximately 199.6cm. Based on the lengths of the two sections of wire it appears that the entire wire was received for analysis. Only the ball weld is missing which is approximately 1mm to 3mm in length. There are kinks approximately 22cm through 25cm and 40.5cm from the fracture point. From the proximal end of the wire, kinks were observed at approximately 15cm through 16cm and 60cm through 63cm. The fracture sites were submitted to the analytical lab for evaluation and light optical photographs. Evaluation of the distal fracture site revealed burr induced surface wear with final fracture in a torsional direction. Evaluation of the fracture at the distal fracture site of the distal site could not be performed due to the small diameter of the sample provided so the wire could not be sectioned. Evaluation of the proximal site revealed noticeable circumferential surface wear at various locations on the wire leading up to the fracture site. The fracture surface was somewhat rounded with additional features consistent with torsion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device evaluation updated from "only the ball weld is missing which is approximately 1mm to 3mm in length." To "this indicates that there is maximally 3.24cm of the wire that was not received for analysis, which is the part of the spring tip that is missing from the wire." Additional information: samples from the three fracture sites were submitted to the sem analytical lab. Examination of the distal and proximal samples revealed that the fracture site exhibited evidence of circumferential wear thus reducing the cross-sectional area of the wire. Eds analysis of the area yielded the presence of copper (cu) and zinc (zn), two elemental constituents of the burr, indicating that the burr came into contact with the guide wire. No other material anomalies were noted. Examination of the distal of distal fractured core wire section revealed that the fracture site exhibited evidence of compression and tension indicative of bending. The fracture surface exhibited elongated dimple ruptures and some surface smear in a twist or torsional direction. No material anomalies were noted. The distal and proximal samples fractured as a result of burr induced surface wear in a torsional overload direction. The distal of distal section fractured as a result of a torsional overload in a slight bending moment. Per the dfu; never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip was not followed. The root cause of the reported complaint has been determined to be user error. (B)(4).

Event description:
It was further reported that 15 days post procedure a CABG was performed. There was no problem with the patient condition.

Event description:
Same case as MFR #: 2134265-2010-02396. It was reported that during a rotablation actherectomy procedure a guide wire fracture and tip separation occurred. The 99% stenotic de novo lesion was located in the severely calcified mid left anterior descending artery. Access was obtained through the femoral artery. The physician crossed the lesion with the 325cm rotawire guide wire and then advanced the 1.50mm rotablator rotalink burr to the lesion. During ablation the rotawire guide wire detached outside the body. During removal of the rotawire guide wire the spring tip detached from the wire. The fragment remains in the body. The procedure was completed with a different device. Patient status is reported as "recovered".

Manufacturer narrative:
(B)(4)